Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2015 as follows: the display was found to have a pink contrast. The pump was returned without a battery cap; a test cap was used for the investigation. The keypad was found to be intact, with no damage or peeling observed, and all keys were functional with no contamination under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a pink display, a missing battery cap, and contamination under the keypad. This report is made based on results of investigation completed on 01/14/2015.